Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, device back up vvi issue was observed from (B)(6) 2018 and the device remained in back up vvi mode since then. A device restoration was performed successfully. Patient was initially stable prior to device restoration however post device restoration the patient felt they could not feel their heart thumping. Patient underlying rhythm was normal. Upon session log reviews, it was observed that there were over one hundred instances of memory errors and there can be many reasons which may have caused the device to go into back up vvi mode. It is unknown how to resolve this issue as it appears to be an uncorrectable issue. It was recommended for the physician to monitor the patient issue and check for device back up vvi alerts in the future. No further information available.

Event description:
New information received on (B)(6) 2018 states that the device back up vvi issue was observed again on (B)(6) 2018. The physician opted to replace the device. The device was explanted, and a new device was implanted. Patient was stable.